Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is cracked and has pieces missing around the reservoir and battery compartments. Customer stated that the insulin pump is not delivering insulin properly causing her high blood glucose. Blood glucose level was 400 mg/dl. Customer stated that damage was due to wear and tear. She declined troubleshooting and stated the device was malfunctioning because of the damage. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No insulin or moisture was found inside reservoir chamber or inside the insuring pump noted. However, the insulin pump was received with minor scratched display window, broken reservoir tube lip, cracked case near reservoir tube window and cracked battery tube threads.